Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room for a low blood glucose (bg) level in the low 40's (mg/dl). While in the ER, customer was treated with sugar tablets and intravenous fluids. Customer was released with a bg level of 285 (mg/dl) and reported that they were in normal condition.

Manufacturer narrative:
Review of pump data by quality engineering: there were no low blood glucose levels recorded on the event date of (B)(6) 2016. Pump data recorded one bolus request of 2 insulin units in the early morning, and the basal insulin rate settings stayed at a constant of 1.5 units/hour. The day after the event date (B)(6) 2016, the morning basal insulin rates were decreased. After review of the pump data, there complaint could not be confirmed. There is no evidence of a pump failure.